Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed system pcb assembly was further evaluated by the failure analysis center. The cause of the reported failure was determined to be due to a failure of a crystal, designator y1 from the sbc (single board computer) located on the system pcb assembly. The crystal y1 was intermittently not oscillating, which led to the reported failure.

Event description:
The customer reported that their device was intermittently not booting up completely. There was no report of any patient use associated with the reported failure.